Manufacturer narrative:
The affected device has not yet been returned.

Event description:
On (B)(6) 2019, a distributor of infutronix reported a tubing leaking issue. The distributor received the following information from the user facility on (B)(6) 2019: "when patient returned home from doctors office noticed that the pouch containing the pump and IV medication was very wet. The daughter reported the IV bag was just about empty. The pump did not appear to be leaking from the tubing, but from the pump itself. Not able to determine where. Daughter had already 'paused' the pump. Instructed daughter to clamp off the pump with the blue slider clamp. Instructed daughter on how to turn off the pump. Instructed to wrap the pump in washcloth / towels to absorb some of the liquid. Also wrap the pouch pub both in a ziplock baggie to reduce exposure of patient, furniture, family members from wet pouch and pump. Instructed daughter to wash hands thoroughly and any surface touched by chemotherapy." The distributor was informed by a user facility representative on (B)(6) 2019 that "there was no harm to patient. Medication was fluoracil. Device operator rn." The distributor has not provided the information for the infusion pump used at the time of the event. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.

Event description:
This is a follow-up for the initially filed MDR (3011581906-2019-00026).

Manufacturer narrative:
The reported tubing leaking issue was confirmed. During testing, a clear break was found on the joint inside the cassette at the proximal end. The affected set has been removed from service. The test was completed on (B)(6)2019. - attachment: [evaluation report of complaint-(B)(4).pdf]